Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the right atrial (ra) lead was oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.